Manufacturer narrative:
A ge service representative performed an on site investigation. Ths surge suppressor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system shut itself down during a pt case and was not recoverable. There is no report of pt injury or death.